Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 122 mg/dl and 118 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated insulin exited at the quick release. Customer stated no leaks were observed. The insulin pump will not be returned for analysis.